Event description:
Post angiogram performed of the device placement noted the proximal graft material of the zenith main body was encroaching on the left renal artery. Another manufacturer's stent was deployed inside the renal artery to ensure patency of the vessel. In addition, due to the anatomical condition of the iliac arteries, and the right angles observed after device deployment, two stents were deployed in both leg grafts, eliminating the severity of the kink and allowing for improved flow through the graft. Patency of both renal arteries and external iliacs were viewed during the conclusion angiogram.